Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In 2012 the patient's had 5 channels switched off because of high impedances and short circuits. The affected channels were switched off and patient was able to use the device. It was reported that the implant body slipped from its original position after implantation surgery. The patient underwent revision surgery, during which the implant body was re-positioned. However during this surgery, the electrode array migrated unnoticed out of cochlea. Therefore, the patient had another revision surgery to re-insert the electrode array in the cochlea. Information received in february 2016 indicated that additional channels were unavailable. The patient was no longer able to use the device due to 7 channels being disabled. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2012 the patient's had 5 channels switched off because of high impedances and short circuits. The affected channels were switched off and patient was able to use the device. It was reported that the implant body slipped from its original position after implantation surgery. The patient underwent revision surgery, during which the implant body was re-positioned. However during this surgery, the electrode array migrated unnoticed out of cochlea. Therefore, the patient had another revision surgery to re-insert the electrode array in the cochlea. Information received in (B)(6) 2016 indicated that additional channels were unavailable. The patient is no longer able to use the device due to 7 channels being disabled.